Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
The manufacturer's representative reported that through contact with the patient, the patient noted they had the device shut off for about 5-6 years because of electric shock and the patient was paranoid about it. When asked if the patient talked to dr (B)(6) about this, she said she was seeing a different urologist closer to her now because dr (B)(6) had moved. The patient's current urologist says everything is fine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indication for use was noted as: urinary dysfunction/sacral nerve stim